Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating that blue screen in console during boot up. During the troubleshooting fse identified issue was with host pc software. Fse replaced host pc os hdd. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that a blue screen appeared on the console monitor of the allura device during boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips service engineer inspected the system on site and identified a software issue in the host pc. The os disk in host pc has been replaced and the system was returned to use in good working order.